Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited poor parameters despite trying several positions. The lead was removed and a new lead was implanted with acceptable parameters. No adverse patient effects were reported. The attempted lead was discarded by the hospital due to the patient's infections disease and will not be returned for analysis.